Event description:
Pt had total shoulder replacement 6/28/94. Was having right shoulder pain and taken to or on 7/21/98 for probable failed glenoid component. There was significant particular debris, synovitis and several large loose fragments of the superior aspect and one large fragment which was loose with attached peg which were removed. Central portion and inferior portion was beginning to fragment and loosen - also removed.